Manufacturer narrative:
No product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that the pt was experiencing pain and that there was discoloration in her navel. The mesh was implanted in 2006. Pt called back and stated pain has increased and there is an odor being emitted from her navel.